Event description:
It was reported to philips healthcare that the heartstart mrx failed the external peddles test. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.